Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the remote home monitoring system data found oversensing of noise on the right atrial (ra) channel leading to inappropriate mode switches. The noise was determined to be due to the cardiac resynchronization therapy defibrillator (crt-d) oversensing the minute ventilation signal. Spike in impedance measurements on the crt-d and another manufacturer's ra lead from 600 ohms to as high as 1500 ohms were also observed. Boston scientific technical services (ts) was consulted and suggested programming off the rate response trend. It was noted that the patient has traveled south for the winter and was not currently available to come into the clinic. The crt-d and ra lead remain in service and no adverse patient effects were reported.